Manufacturer narrative:
(B)(4).

Event description:
The pt fell in (B)(6) 2010 and broke her femur. She subsequently experienced shocking/jolting down her leg when the stimulation was turned on. The sensation occurred in the area of a rod and screws that were placed for the broken bone. The pt was at home and in fair status. Further info is being requested from the hcp.